Event description:
It was reported to covidien on (B)(6) 2014 that a customer on (B)(6) 2014 that a customer had an issue with a blood transfer set. The customer reports the nurse pulled on the syringe which was luer locked to the female transfer device to detach, and the back end needle separated from the blood tube holder. As the piece separated her finger was punctured from the rebound. Based on additional clarification; the nurse tried to pull the syringe off of the female transfer device while it was still luer locked onto the syringe. The blood from the syringe had already been transferred into the tube. The syringe and transfer device should be disposed of immediately after transferring blood without trying to separate. The facility is going to provide education on how to properly dispose after blood transfer. Blood tests are being conducted as a result of the needle stick injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The report refers to product code 8881225232 (transfer set-female syrng) with lot number 141220015x; manufactured on may 09, 2014. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The sample involved in the complaint event was received for evaluation. Additionally, the customer provided a picture in which the reported issue was confirmed; however, it was reported that the product did not fail, but was separated by force. An investigation was performed and found that this product is single use and the IFU (instruction for use) indicates that under no circumstances should the user tamper with, or attempt to separate components after use. The root cause found that it was not associated with the manufacturing process and that hospital re-education is being scheduled. At this time a corrective action is not deemed necessary. This complaint will be used for tracking and trending purposes.